Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was not working correctly. The reporter indicated that the previous day, the patient's blood glucose (bg) levels were between "300-580" mg/dl. She denied that the patient had symptoms of nausea, vomiting, shortness of breath, or ketones. The reporter alleged that the patient's bg did not respond after a site change was performed. The patient's medical doctor reportedly advised the reporter to contact an endocrinologist for management of the bg's but the reporter denied doing so due to being angry. She did not want to put the patient on lantus. Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a pump malfunction. The bolus history added up correctly with the tdd. No associated alarms were noted in the pump's alarm history. The pump had not been suspended. The reporter was priming while disconnected and completing the fill cannula step appropriately with site changes. The pump was replaced per the demand of the reporter. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas¿ criteria for a serious injury. However, at this time is unknown if the device contributed to the patient's injury considering no evidence of a device failure was found with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.